Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a frozen black display. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1712k. Buttons were not responsive and the time clock did not advance. Replaced the battery but screen remained unresponsive. No harm requiring medical intervention was reported. Mmt-1712k was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit powered on properly after battery installation. Unit passed active current measurement, and sleep current measurement. However, failed self test due to pump error 63. Pump error 63 variable (3) recorded on (B)(6) 2024 08:41:05.000 due to hardware error (file # = 37, line # = 367 ). No blank display or frozen screen noted during testing. Unit's keypad functioned properly and navigated through menus. Unit was successfully downloaded using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. On adapt, no stuck key alarm (61) was noted during event date. The following battery faults were recorded: fault 6 on (B)(6) 2024 at 17:36:17.000 hour and at 17:36:28.000 hour. Fault 104 on (B)(6) 2024 07:42:00.000. Fault 73 on (B)(6) 2024 at 17:13:00.000 hour and at 17:23:00.000 hour. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Isolate to electronic stack. Test p-cap locked in place properly during testing. The following damages were also noted: pillowing keypad overlay and scratched case in summary, customer concern for blank display, frozen screen, and keypad/button unresponsive/button error not confirmed. Pump error 63 confirmed during testing due to hardware error. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.